Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed. Analysis of the lead found guidewire stuck in the lead. Additional findings of all conductors blood/body fluid (not obstructed) and damaged at implant. The analyst commented that when attempting to pull back the guidewire, it's coating became ensnared with the distal conductor which caused a distortion of the filars.

Event description:
It was reported that during the implant procedure, the guide wire got stuck inside of the lead. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.